Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented via remote transmission. Review of the transmission revealed the longevity estimate had dropped significantly. It was confirmed that the drop in battery voltage was expected and that the initial longevity estimate was incorrect. The current longevity estimate is accurate going forward.